Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported "pain and swelling, enlarged lymph node gland," "a lump," and "concerned." Affected side left. Device has been explanted.

Manufacturer narrative:
Continued from h.6: f2201- biopsy.

Event description:
Patient reported "pain and swelling, enlarged lymph node gland," "a lump," and "concerned." Patient¿s representative later reported ¿suspected rupture,¿ ¿capsular contracture,¿ baker grade unknown, ¿breast pain¿ ¿soreness,¿ and ¿increased risk of alcl.¿ device has been explanted. Affected side left.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are enlarged lymph node, pain, swelling, and concern about the textured implant. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "pain and swelling, enlarged lymph node gland," "a lump," and "concerned." Device remains implanted. Affected side left.